Event description:
The customer reported that the patient connector of a transfer set would not connect properly to the titanium adapter when the customer changed the transfer set. The customer reported that a gap was observed between the junction. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed.